Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer was able to reload current cartridge and resume insulin with current pump. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.